Event description:
It was reported that an ilet device screen was cracked, and the user¿s contact later indicated the device could not be located. Symptoms included no reported adverse health effects. Outcomes included no change in clinical care and no hospitalization. Investigation included a review of the reported event with user contact and troubleshooting and use education by customer support. Investigation of this case revealed insufficient information to determine a device malfunction beyond the reported physical damage. It was concluded that the event involved physical damage to the device screen, with no associated patient injury, and the cause remains undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.